Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer changed the cartridge and resumed insulin.